Event description:
It was reported that during an open totally extraperitoneal (tep) inguinal hernia procedure, the access balloon was found to be ruptured and did not inflate. The trocar reportedly would not stay properly in place due to lack of balloon tip stability, and gas leakage occurred throughout the procedure with rapid loss of abdominal pressure. It occurred on four devices. The device was replaced by opening and using another brand trocar to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: smbttovlx, spacemaker* pro access and dissector sys, (lot #p4m1061); smbttovlx, spacemaker* pro access and dissector sys, (lot #p4m1061); smbttovlx, spacemaker* pro access and dissector sys, (lot #p4m1061) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.